Event description:
It was reported that pump experienced malfunction with malfunction code 16 and pump could not be reset, with no notable events occurring before the issue and unknown impact on the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 15 pro / 2.9.1 / ios 26.1.